Event description:
The attention of the bureau emi was called by a central hosp through surveying incidents of utilization of the monitors in question. Rptr has knowledge of a serious incident and other risky incidents regarding the utilization of surveillance monitors. In effect the o2 saturation module didn't set off the alarm when the pt was in a state of hypoxia. The user had not set any inhibition parameters. Through investigation, two problems were discovered. The first concern is the failure of the alarm to sound. The second concern is a problem with an insufficient connection of the alarm. The distributor issued a safety alert in cooperation with the MFR to instruct user facilities on proper testing of the equipment before use. The safety alert indicates that the user should not employ the device if it does not pass the newly issued testing guidelines. The rptr has sent a bulletin to multiple user facilities informing them of the problem and requesting that they inform the rptr of any similar experiences with the device. (Reference mw4001438.)